Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial lead with the connector pin measuring 15.7 cm (insulation) / 19.9 cm (stretched coil) was returned for analysis. A full breach outer insulation degradation was noted at 4.5 cm from the connector pin. An external insulation abrasion was noted breaching the outer insulation at 14.1 cm to 14.3 cm from the connector pin consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.